Manufacturer narrative:
Device evaluation: the device related to the reported event of deflation received on may 07, 2021, with catalog number 1287039. Analysis of the returned device identified: broken in the fill channel, crease fold, wear abrasion and yellow particles inner the shell. Leak test and microscopic analysis was performed which identified: sharp broken in the fill channel and delamination of valve (>75% total separation). Based on the device analysis the final assessment is: a sharp broken in the fill channel assessed as an unidentified (tear) opening. A delamination total of the valve (cohesive failure).

Event description:
Healthcare professional reported a right side deflation. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.